Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No smell/moisture damage on keypad, electronic, motor, vibrator and battery tube assembly during visual inspection. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 512mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was also 512 mg/dl at the time of the call. Troubleshooting was performed and found that the customer can smell insulin frequently. Customer indicated that they are not getting all of the insulin from the bolus due to possible leakage. Customer declined further high blood glucose troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.